Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by the customer.

Event description:
It was reported that the patient underwent revision surgery due to infection. As reported, it was discovered that two mis cortical fixation fenestrated screws of the construct became infected months after surgery. The explanted screws were discarded by the customer. The following mfg. Medwatch reports are being filed for the two mis cortical fixation fenestrated screws that were involved in this event: 1526439-2014-12127, 1526439-2014-12128.